Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact on the customer¿s blood glucose level.